Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.

Event description:
It was reported that loss of capture and low pacing impedance were observed on the right atrial (ra) leadless pacemaker (lp) after the first fixation. The lp was fixated at a different location, but the electrical anomalies were still present. The lp was repositioned a third time and the electrical anomalies were resolved. Following the procedure, a cardiac perforation resulting in effusion was observed. A drainage procedure was performed to resolve the effusion. The patient was stable.

Manufacturer narrative:
Primary unique device identification (UDI) number cannot be provided as a product identifier could not be obtained. Further information was requested but not received.